Event description:
The complaint is reported as: the customer alleges that during intubation of a pt in the ed, the light pipe on the green rusch lite blade broke. The piece fell into the pt's mouth and was recovered.

Manufacturer narrative:
The device sample was not received for eval at the time of this report. Add'l info requested from the user facility, but no response received at the time of this report.